Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was hospitalized for high blood glucose. It was found the customer had tiny air bubbles in their reservoir and tubing. It was then reported that the customer's insulin pump was not delivering insulin properly. However, the customer was still using their insulin pump as they found it was working properly after their hospitalization. The date of the customer's hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 388 mg/dl. The customer was not in an accident prior to their hospitalization. Customer's reservoir will be replaced. No additional information provided.